Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings:the black box data ranged from 05/13/2015 to 05/21/2015. The data from the time of the alleged complaint was unavailable for review due to continued pump use. A review of the current black box data did not show any evidence of short battery life. The pump powered on normally and did not draw excessive current. There were no internal defects found when the pump cover was removed. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.